Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. The service technician confirmed the reported problem and replaced the motor controller (mc) printed circuit board (pcb) to resolve this issue. The cpu pcba was returned to the manufacture for investigation, it was tested and no failures were identified. The 1102 error code could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the primary alarm test failed (1102). There was no patient involvement.